Manufacturer narrative:
If information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator experienced supraventricular tachycardia (svt). The device provided inappropriate anti-tachycardia pacing (atp) and inappropriate shocks. This happened on three separate occasions. Technical services (ts) noted that in some of the episodes the atp looked like it was pro-arrhythmic, putting the patient into ventricular tachycardia. Ts discussed programming options with the health care professional. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator experienced supraventricular tachycardia (svt). The device provided inappropriate anti-tachycardia pacing (atp) and inappropriate shocks. This happened on three separate occasions. Technical services (ts) noted that in some of the episodes the atp looked like it was pro-arrhythmic, putting the patient into ventricular tachycardia. Ts discussed programming options with the health care professional. The device remains in service. No additional adverse patient effects were reported. Additional information was received that the patient experienced two additional ventricular tachycardia events with atp in which there were no electrograms (egm) available. Ts reviewed and discussed this was due to storage limitations. A magnet was applied which freed up some egm space which ts discussed will allow future episodes to store. No adverse patient effects were reported. Additional information was received that the device was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been returned for analysis. A supplemental report will be filed at the time of completion.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator experienced supraventricular tachycardia (svt). The device provided inappropriate anti-tachycardia pacing (atp) and inappropriate shocks. This happened on three separate occasions. Technical services (ts) noted that in some of the episodes the atp looked like it was pro-arrhythmic, putting the patient into ventricular tachycardia. Ts discussed programming options with the health care professional. The device remains in service. No additional adverse patient effects were reported. Additional information was received that the patient experienced two additional ventricular tachycardia events with atp in which there were no electrograms (egm) available. Ts reviewed and discussed this was due to storage limitations. A magnet was applied which freed up some egm space which ts discussed will allow future episodes to store. No adverse patient effects were reported. Additional information was received that the device was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator experienced supraventricular tachycardia (svt). The device provided inappropriate anti-tachycardia pacing (atp) and inappropriate shocks. This happened on three separate occasions. Technical services (ts) noted that in some of the episodes the atp looked like it was pro-arrhythmic, putting the patient into ventricular tachycardia. Ts discussed programming options with the health care professional. The device remains in service. No additional adverse patient effects were reported. Additional information was received that the patient experienced two additional ventricular tachycardia events with atp in which there were no electrograms (egm) available. Ts reviewed and discussed this was due to storage limitations. A magnet was applied which freed up some egm space which ts discussed will allow future episodes to store. No adverse patient effects were reported.